Event description:
It was reported that the lag screw inserters stripped during use. Patient status is fine.

Manufacturer narrative:
Add'l catalog# 279890, lot # 101149. Device manufacture date: 6/2005.